Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep. "[Name removed] called to report a problem with a 3100a. Complaint: the 45 second alarm stays illuminated and active all the time (no audible alarm) and the max paw alarm light is illuminated without the alarm condition. This was notified during set up, so there was no pt involvement. I will dispatch a service call and place it in the south queue."

Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep. The following info concerning the eval of the device is a summary of the info documented by the cardinal health field service rep. The cardinal health field service rep evaluated the device and determined that the root cause of the reported event was a faulty alarm board assembly. The cardinal health field service rep replaced the alarm board assembly and ran the device through a complete calibration and checkout to ensure that the device meets all factory specs. Once completed the device was returned to the user facility's control ready to be placed back into service. Corrective or preventative measure info for the alarm board assembly resides in corrective action request (car) and engineering change order.